Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported faulty speaker. It is unknown if the device produced audible sound. The customer requested the part number fo ra replacement speaker. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips remote service engineer (rse) assisted the customer and provided the customer with the replacement information for an external speaker.

Event description:
Additional information was received that the central monitoring station did not produce audible sound.

Manufacturer narrative:
The customer requested a parts quote for a speaker. The philips remote service engineer (rse) spoke to the customer and provided the part identification and price of the speaker. H3 other text : device not returned.